Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the severely calcified and moderately tortuous left anterior descending artery. A 2.5x20mm nc quantum apex balloon was advanced for pre-dilation, however the balloon ruptured on the 1st inflation at 12 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the severely calcified and moderately tortuous left anterior descending artery. A 2.5x20mm nc quantum apex balloon was advanced for pre-dilation, however the balloon ruptured on the 1st inflation at 12 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. There was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).